Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable and will continue to be monitored with routine follow up.